Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8299697. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The reported kink was verified during visual evaluation of the submitted device, our quality engineers attempted to replicate the observed damage in the manufacturing line, but the were not able to replicate this event. Without the ability to replicate the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review. H3 other text : see section h.10.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system kinked during use. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that catheter kink during usage."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system kinked during use. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that catheter kink during usage".